Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter was not working during the surgery. The cutter is not available for return.